Event description:
False (B)(6) advia centaur ahcv result on one patient sample. The laboratory repeated the sample and reported the results. There were no reports of patient intervention or adverse health consequences due to the discordant ahcv result.

Manufacturer narrative:
A siemens fse (field service engineer was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahcv results is unknown. The instrument is performing within specifications. No further evaluation of the device is needed.